Event description:
It was reported that the patient's pump was getting "very intermittent" memory errors. It was stated that this occurred after interrogation on two instances, once the prior thursday and once during the week of report. The physician suspected the issue was with the clinician programmer application card. Another programmer was used and they were able to complete the patient's refill. No patient harm was reported. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical device: product ID: 8840, serial#: (B)(4), product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4)